Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 2-may-2024, it was reported that the patient complained about that one-infusion sets was leaking at site. The blood glucose level was high due to correction injection via mdi and blood glucose level is 342 mg/dl. The infusion set is long for 30 hrs. No further information available.